Event description:
Information was received indicating that a smiths medical pump failed the psi test. There were no reported adverse events.

Manufacturer narrative:
H10: information was received on 6-jan-2021 indicating that there was no patient involvement in this event. The event occurred during testing. Device evaluation completion date: 01/19/2021: device evaluation summary: one smiths medical cadd solis vip pump was returned for analysis with no damage found on the device. During analysis, the reported issue was unable to be duplicated, the pump passed the downstream occlusion pressure range test at 25 psi. Based on the evidence, the complaint was not confirmed, and no fault was found.